Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited acceleration of a patient initiated ventricular tachycardia (vt) to a ventricular fibrillation (vf) by delivered anti-tachycardia pacing. This ICD delivered one shock that was able to convert the rhythm. The device remains in service. No additional adverse patient effects were reported.